Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as located on the patient's arm. The patient's doctor prescribed triamcinolone ointment. Follow up was completed and the skin irritation was improving.